Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states she feels well and does not require medical attention. The customer's expected blood results are 90-130mg/dl not fasting. Verified the strips expire 07/23/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 93mg/dl and 94mg/dl not fasting. Reviewed meter memory: (B)(6). Customers concern:45mg/dl on (B)(6) 2015. No adverse event reported.